Event description:
Pt reported four infusion sets from one box separating from the luer lock. She indicated that the outer tubing was torn, but believed insulin was not delivering accurately. Her blood glucose level was in the 300's mg/dl. Pt's normal blood glucose level was 140-160 mg/dl. She stated that she switched work schedules and that has contributed to her elevated blood glucose levels. To address the issue, pt changed the infusion set tubing and administered a bolus. She indicated that on occasion she would administer an insulin injection. Pt did not report any symptoms associated with the elevated blood glucose level. No medical assistance was necessary . Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.